Event description:
A report was received that the patient was unable to charge the ipg. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed external visual tests performed. The complaint was confirmed. The device could not be charged from its depleted state (2.65 volts). The charging circuit malfunctioned due to a defective zener diode, d3. The root cause of the zener diode damage was unknown.

Event description:
A report was received that the patient was unable to charge the ipg. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.